Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 12/19/2016, that on (B)(6) 2016, an adverse event had occurred. A certified diabetes educator (cde) reported that the patient had a low requiring assistance on (B)(6) 2016. The patient was not wearing his dexcom system at the time of event. It was stated that the patient had fell asleep in a friends van and the patient's friend could not wake the patient and proceeded to call 911. The patient's sugar was at 17mg/dl and was given IV fluids in the ambulance. It was stated that the patient did not go to hospital, rather he was treated on-site in the ambulance. No product defects or failures were alleged. At time of contact the patient was healthy and in good condition. No additional event or patient information is available.